Event description:
It was reported during a remote follow up that the implantable cardioverter defibrillator showed post paced t wave oversensing. The device will continue to be monitored. The patient was stable and asymptomatic.